Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr1785 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC which was inserted (B)(6) 2019 was noted to be leaking & split found (B)(6) 2019. There was no reported patient injury.

Event description:
It was reported that a PICC which was inserted (B)(6) 2019 was noted to be leaking & split found (B)(6) 2019. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A kink was observed in the catheter approximately 2 mm distal to the molded joint. Both lumens of the catheter were flushed with a 12 ml syringe of water and a leak was found in the purple lumen just distal to the molded joint. A microscopic observation revealed a small circumferential split at the location of the kink in the catheter. The edges of this split were observed to be rough but mostly straight, and the fracture surfaces of the split were observed to have an uneven and granular texture. Whitening of the catheter material was observed along the inside crease of the kink in the catheter, and the catheter was observed to kink easily at this location during manipulation. The surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the kink and split. Evidence of kinking was also observed in the catheter on the opposite side of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU cautions: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redr1785 showed one other similar product complaint(s) from this lot number.